Event description:
Information received by medtronic indicated that the customer reported receiving a pump error. Customer reported physical damage (crack or scratch) on the pump not related to the retainer ring. Customer continued to experience battery failed alarms after inserting a new battery with the new batt cap. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer discontinued use of the device. The insulin pump was returned for analysis.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed displacement test and self test. No alarm anomalies or unexpected failed battery test alerts noted during testing. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Pump error 63 variable 15 was noted in the history download on 10-nov-2023 at 08:17:32.00 due to two wire interface programming error. Failed battery test alerts were found on 10-nov-2023 from 08:17:47.00 to 08:18:35.00. Test p-cap locked into the reservoir tube successfully. The electronic assemblies were inspected and found moisture damage on the pcba 1, pcba 2 and the force sensor. The following were noted during visual inspection: stained keypad overlay, pillowing keypad overlay, cracked case - corner of belt clip rails. In summary, customers alleged pump error 63 was confirmed in the history files due to a hardware error on the two wire interface on the main or motor processor. Cosmetic damage confirmed at the back of the pump during analysis. Failed battery test was not confirmed during testing. Pump exposed to moisture confirmed on the pcba 1, pcba 2 and the force sensor. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.